Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1209, serial#: (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model#: icv1209 (pvs23) perceval heart valve at the time of manufacture and release. The manufacturer made several attempts to follow-up for further information related to the specific event details and no further information was received. At this time since information regarding the device is not available no further investigations can be performed. The case will be closed at this time as no further investigation is possible. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. The root cause is thus deemed to be cause not established.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted intra-operatively. No further information was received.